Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station patient order failed to cross over station. The technical support specialist (tss) had identified that the inbound processors service was not processing incoming messages. The tss restarted the service, after which message processing resumed normally. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order was not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.